Event description:
It was reported that the patient presented for a scheduled generator upgrade. During the procedure, while extracting the left ventricular lead, the connector pin came out from the top of the lead. The lead was ultimately replaced. The patient condition was stable.

Manufacturer narrative:
The reported event of connector pin detached was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the connector pin and inner coil were found pulled out of the connector assembly and the inner coil was stretched consistent with excessive forces during procedure. The cause of the reported event was isolated to procedural damage.